Event description:
This catheter was successfully placed for lung drainage. Post placement it was noted that the hub had separated from the catheter and the tip of the catheter had detached and remained in the pt. The detached catheter segment was successfully retrieved and no pt complications were reported in this event. Subsequently the pt was discharged. This device has not been received for eval. Therefore, a failure analysis is not available. A lot search was performed and revealed no other complaints to date on this lot number. Without evaluating the device co is unable to determine if the device met its specifications. User technique and/or pt anatomy may have contributed to this event, however the co is unable to determine the relationship between the device and the cause for this event. Co's directions for use state: "the catheter is designed for percutaneous drainage of abscess fluid, biliary, nephrostomy, urinary, pleural empyemas, lung abscesses, and mediastinal collections."